Event description:
It was reported that the health care professional (hcp) requested a review of reports for this cardiac resynchronization therapy pacemaker (crt-p) and some ventricular episodes. The hcp noted the right ventricular (rv) electrogram (egm) appeared to be flat and questioned if it was because those sensed beats were so large. Technical services (ts) reviewed the data discussed there was a combination of sensed beats and analog blanking. Undersensing of fine atrial fibrillation (af) was also noted. Ts also discussed there were paces on the right ventricular (rv) channel. This crt-p remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.